Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected symptom, pause and atrial fibrillation (af) episodes but only the af episode was shown on the report. The device remains in use. No patient complications have been reported as a result of this event.